Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
Reportedly, the surgeon implanted a 13.2mm vicmo13.2 diopter -15.50 diopter into the patient's eye on (B)(6) 2016. The surgeon notes a refractive surprise. The lens remains implanted, plans to be exchanged. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
The lens was explanted. (B)(4)

Manufacturer narrative:
(B)(4).